Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening in the center on the fill channel assessed as an unidentified (tear) opening. Additional observations: crease fold and white particles observed inside the device.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.